Event description:
According to rptr, the dr stated that he put his finger down the tube to see if the pt was biting down on the ett. He saw no signs of the pt biting down and the kinked appeared to be past the teeth. No pt injury reported.